Event description:
Hill-rom received a report from the account stating the bed was moving with the brake engaged. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-r0m technician found the brake caster not holding due to the brake pad had worn down due to normal wear and tear. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.